Event description:
It was reported that the customer changed the infusion set and put a new battery in the pump. Customer was getting an unexpected restart alarm and a signal too low alarm. Customer's blood glucose level was 130 mg/dl. Customer also had a low reservoir alarm. Customer stated that a temp basal was programmed before the unexpected restart alarm occurred. It was explained that the temp basal delivery may have stopped. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was assisted in performing a self test and the test passed. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.